Event description:
It was reported that the patient developed an infection. The system was explanted and replaced. The patient was in stable condition before, during and after the procedure. No additional information was reported.

Manufacturer narrative:
Final analysis found normal device characteristics.